Manufacturer narrative:
There were no allegations against the penta lead. The lead was received incomplete with only the terminal end lead segments (53.5cm and 53.4cm) being returned. The lead was cut due to the explant procedure. Full functional test could not be performed due to being incomplete.

Manufacturer narrative:
The date of event is estimated. The exact date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg implant site was not healing. Surgical intervention was undertaken on an unknown date where the ipg was explanted, and the paddle lead was cut to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2024 and the wound site has healed.